Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. The device evaluation was completed on 05-jan-2024. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual inspection was performed, and observed that the pebax was broken with internal parts exposed (i.e. The helix and wires broken), no other damage was observed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specifications and procedures. The magnetic feature was tested and no errors were observed. However, the temperature and impedance cannot be displayed on the generator. This condition is consequential to the pebax broken and it could be related to the force issue reported by the customer. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. Product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified the pebax broken with internal parts exposed. The 106 alert code occurred after the catheter was plugged into the carto system and before the first ablation (out-of-box failure). A second device was used to complete the procedure. There was no adverse event reported on the patient. The catheter was not used in the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 05-jan-2024, the pebax was broken with internal parts exposed (i.e. The helix and wires broken). This event was originally considered non-reportable, however, bwi became aware of the pebax broken with internal parts exposed on 05-jan-2024 and have assessed this returned condition as reportable.